Event description:
This complaint is opened for the second device used by the facility because a death was reported. The facility reported that another circuit was opened when first was in question. No reported malfunction of this second device. For the first device, air was seen in the venous line. Reference complaint for the first device is MFR report #: 2248146-2014-00145.

Manufacturer narrative:
The device is not available for eval, therefore, we are unable to confirm the reported complaint. Because of the passing of the pt, the device was given to the hospital's risk mgmt dept to conduct an investigation. The hosp reported back that no manufacturing issues with the device were found. (B)(4).